Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The physician mentioned he injected 1 to 2 mls of methylene blue. He thought it would go through the catheter, but it went into the pump chamber. This indicates that the physician used a refill needle instead of a special bolus needle. A refill kit is set up to send medication to the pump chamber. The intera 3000 hepatic artery infusion pump IFU states that bolus access and pump refill procedures must be performed using the correct access needle. In addition, it states that "a bolus of drug can be administered through the pump using a special bolus needle. Using the special bolus needle, the clinician can bypass the pump reservoir and inject or infuse drug directly to the patient through the pump's silicone rubber catheter." The representative from intera oncology made the physician aware that when they empty the pump in the future using refill needle, they will notice blueish return. The pump will likely have a slightly larger return of methylene blue due to the extra 1 to 2 ml's. But it might get lighter over time. The root cause for this complaint is use error.

Event description:
Intera oncology received a report from a physician that during or they injected 1 to 2 ml of methylene blue into the pump septum. The physician thought it would go through the pump catheter, but it went into the pump chamber. The clinic mentioned they used the "short needle" with the methylene blue.